Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that the issue was resolved by a complete set change. Troubleshooting found that the pump history contains more than 1 alarm in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. No excessive no delivery alarm noted. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No rewind anomaly noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case and cracked display window.